Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review performed on the guide wire and needle did not reveal any manufacturing related issues. The probable cause of the guide wire breaking could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire.

Event description:
The customer alleges while trying to remove the guide, it breaks. The device was removed and replaced with a new catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges while trying to remove the guide, it breaks. The device was removed and replaced with a new catheter.